Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient was implanted with a bard flat mesh during a pelvic procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.